Manufacturer narrative:
The investigation of this incident is still ongoing. Carestream health will submit a follow up report within the required timeframe for reporting.

Event description:
Customer alleges that the drx revolution had a thermal event. This event was contained to the device only and there were no injuries.

Manufacturer narrative:
Carestream health is investigating this issue and will submit a follow up report within the required timeframe. The device is in the process of being evaluated for root cause.

Event description:
Customer alleges that the drx revolution had a thermal event. This event was contained to the device only and there were no injuries.